Event description:
A doctor alleged that the demetron led ii curing light left restorative materials uncured for two (2) patients. This is the first of two (2) reports.

Manufacturer narrative:
To date, the patient is doing fine. The doctor replaced the compsite for the patient, without further incident. The product was not returned; therefore, no evaluation can be conducted at this time.